Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited foreign material in the air/water-tube and the air/water-cylinder, and foreign material and residual liquid at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified. It is likely the foreign material remained in the air/water channel, air/water cylinder, and distal end because reprocessing could not be conducted properly due to a leak from the grip. In regards to the foreign material/stain in the light guide lens, it is likely it remained because the material was adhered to an area other than the outer surface of the device and therefore could not be eliminated by reprocessing. Although, the stain could not be conclusively identified, it is possible the light guide lens glue peeled off due to physical or chemical stress, which allowed humidity to enter the device, and caused corrosion. The foreign material in the air/water channel/cylinder and distal end can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual chapter 3 "preparation and inspection" shows how to detect the event. Tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. The foreign material in the light guide lens can be detected by handling the device in accordance with the following IFU: tjf-q190v operation manual 3.3 "inspection of the endoscope" shows how to detect the event. Olympus will continue to monitor field performance for this device.